Manufacturer narrative:
After clinical/secondary review of this file performed on (B)(6) 2019, it was decided to add patient code 1876, to more accurately capture the following reported event: a granuloma to the right axillary node was found. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On 9/26/2019, mentor became aware that the correct side of rupture was the right side and that the correct serial number of the suspect medical device was 7342583-022. Mentor also became aware that the correct date of explantation was (B)(6) 2018. In addition, mentor also became aware that the patient had undergone bilateral removal and replacement with the following devices: (left) 375cc mentor memorygel breast implant catalog: 3544375 lot: 6993080 sn: (B)(6) and (right) 375cc mentor memorygel breast implant catalog: 3544375 lot: 7608254 sn: (B)(6). Concomitant device: (left) 375cc mentor memorygel breast implant catalog: 3544375 lot: 7342583 sn: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient was also diagnosed with bilateral breast cysts via ultrasound on (B)(6) 2018. In addition, mentor became aware that the following breast location for the replacement devices were switched on the follow up report sent on (B)(6) 2019. The correct information is the following: (right) 375cc mentor memorygel breast implant catalog: 3544375, lot: 6993080 sn: (B)(4) and (left) 375cc mentor memorygel breast implant catalog: 3544375, lot: 7608254 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: (right) 375cc mentor memorygel breast implant catalog: 3544375 lot: 7342583 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast prosthesis implantation procedure with two 375cc mentor memorygel breast implants, suffered left side rupture, post-operatively. As a result, the patient underwent implant explantation on (B)(6) 2018.